Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob, age and weight not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the wooden handle of a small hex screwdriver broke during a pediatric mid-shaft tibial open reduction internal fixation (orif) on (B)(6) 2017. As the surgeon was tightening down a cortex screw, the wooden handle of a small hex screwdriver with holding sleeve cracked into multiple pieces over the surgical area. The wound was flushed and all visible fragments were retrieved. No additional x-rays were required. There was a surgical delay of ten minutes to retrieve another instrument. The procedure was completed successfully with the patient in stable condition. This report involves one device. Concomitant devices reported: cortex screw (part # 204.832, lot # unknown, quantity 1), this report is 1 of 1 for (B)(4).